Event description:
It was reported via medwatch (B)(4) that the rotawire broke off inside the patient and was not retrieved. The chronic totally occluded target lesion was located in the right coronary artery. A rotawire drive was selected for use. During procedure, it was noted that rotawire broke off inside the patient and was not able to be retrieved. No further patient complications reported.